Manufacturer narrative:
G4: 14nov2020. B4: 31mar2021. The touchscreen was received for evaluation. The ul_lr and ur_ll resistance were out of specification and the resistance ratio ul_lr/ ur_ll were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16jun2020, b4: 15oct2020. The manufacturer¿s international service technician evaluated the device and confirmed the reported problem. Additionally, during evaluation the technician found error code for ventilator restart in the unit's diagnostic report. The manufacturer¿s international service technician replaced the touchscreen and the problem was resolved. The technician also replaced the unit's central processing unit (cpu) to address the error code found in the diagnostic report. The ventilator successfully passed functionality testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05 jun 2020.

Event description:
The medical engineer (me) reported that something was wrong with the touch panel during checking before use. The me said the screen froze when he asked us how to do touch panel calibration and then operated the device. The customer contacted product support and requested for service repair. The customer contacted product support and requested for service repair.